Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system was showing critical error message. A technical service engineer remoted into the station manual syncing to bring stations back online and reduce database size. The device databases were sufficiently small for use. The system functioned as intended after the technical support engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there is a recurring critical "fatal error" message. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.